Event description:
It was reported that this pacemaker exhibited farfield oversensing on the atrial channel. The signal was not marked. This pacemaker remains in service. No adverse patient effects were reported.